Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related to the incident was observed. The sample sent by the customer was verified and it was possible to observe barrel cracked. The potential cause for the occurrence is a failure at syringe assembly station, which caused the barrel cracked at another syringe. The production process was validated according the procedure and to the characteristic reported by this complaint the acceptance criteria. The batch involved in this complaint meet all acceptable quality levels (aqls), were manufactured and released according to applicable procedures and specifications.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a cracked syringe. The customer reported, "at the time the nurse was applying the product to the patient, the product leaked all due to a crack in the syringe. Crack on syringe body."

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe solomed 3ml ll 22x1-1/4 w/sh sla experienced a cracked syringe. The customer reported, "at the time the nurse was applying the product to the patient, the product leaked all due to a crack in the syringe. Crack on syringe body."